Event description:
Additionally, healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.4.,d.7., g.1.,g.3.,h.6. Reason for reoperation is deflation.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "a left side rupture." Device remains implanted.